Event description:
The customer reported that a mitral valvuloplasty (mvp) was performed to correct mitral stenosis and regurgitation (msr) on (B)(6) 2012. At that time, it seemed that the commissure area was injured. The surgeon decided conversion to mitral valve replacement (mvr) was warranted, although the surgeon had a concern. A 25mm valve was implanted for mvr to correct msr on (B)(6) 2012. Maze surgery was also performed during the same surgery. During implant, minimal calcification was observed (of the patient's annulus). The 25mm valve was a little tight in the annulus but the surgery was completed without any problems. After the patient was weaned from the heart-lung machine, left ventricular rupture occurred. The heart-lung machine was re-started. The 25mm valve was explanted and the annulus was repaired. A 23mm valve was then implanted as a replacement. No problem was observed on the explanted valve.

Manufacturer narrative:
Device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device will not be returned for evaluation as it has been discarded by the hospital. The patient's condition is currently unknown. No additional information has been provided by the health care provider. There are several reasons why a valve is explanted at implant. This is typically the result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. In this case, the surgeon explanted a 25mm valve and implanted a 23mm valve. There are 3 factors noted by the surgeon that strongly suggest that this event was not due to a malfunction of the device. He noted there was possible injury to the annulus before the valve implant. He noted calcification of the annulus at time of implant. He also commented that the valve "was a little tight." His comments strongly suggest that this event was due to a sizing issue and patient factors and not due to a malfunction of the device.